Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm found that the issue would most likely be caused by the backplane board issue (link between the exec processor and the power management board). The stm replaced the backplane board and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) performed by the facility's biomedical engineer (biomed) it was discovered that the cardiosave intra-aortic balloon pump (iabp) would give an intermittent fault code 139 after completing a drive manifold replacement. There was no patient involvement and no adverse event was reported.